Event description:
It has been reported to co that during the procedure as the dilator was being removed from the sheath, blood was detected to be flowing from the sheath at the insertion site. The dilator was reinserted to stop the blood flow and the defective sheath was replaced. There was no report of patient injury. The device is being returned for co's analysis.